Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a s3: system fault alarm was not confirmed via the downloaded log file or reproduced during evaluation. The returned console, serial number (B)(6), was functionally tested at the service depot and performed as intended throughout testing. The s3 alarms were unable to be reproduced. The console was returned to the customer for further use. A log file was extracted from the console, and no s3 alarms were captured throughout the data. The provided information indicated the console was exchanged to resolve the issue, and no adverse patient consequences occurred as a result of the exchange or the event. A root cause for the reported event was not conclusively determined through this analysis. Review of the device history record for centrimag console, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 8.3 ¿ ¿recommended preventive maintenance¿ instructs users to regularly inspect the console for signs of damage and to return the console back to thoratec for servicing if any damage is observed. The 2nd generation centrimag system operating manual provides information regarding emergency/troubleshooting in section 9. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 11.1-"appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including system alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the centrimag had a s3 error that disappeared immediately. The nurse decided to continue using the console. However, a few hours later it started to emit the alarm again. A decision was made to use the console only for flow reading and not connect it to a motor. An instruction was given to take the console out of service and it was disconnected from the patient. No log files were available. The centrimag was swapped to resolve the issue. The patient did not experience any hemodynamic consequences due to the s3 error.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.